Event description:
Per an inferior vena cava filter venogram with an attempt to remove an ivc filter report dated (B)(6) 2017, ¿preoperative diagnosis: fractured ivc filter. Operative findings: the patient underwent an inferior vena cavogram with an attempt to remove the ivc filter. Ultrasound examination demonstrated a patent jugular vein. An inferior vena cavagram demonstrated evidence of patent ivc with thrombus in the ivc filter. Description of procedure: an initial inferior vena cavagram was obtained in multiple views with the findings as noted above. At this point, and due to the presence of thrombus in the filter, we then terminated our procedure.¿ per the open removal of inferior vena cava filter with vena caval thrombectomy by abdominal incision and bovine pericardial patch angioplasty of inferior vena cava operative report (B)(6) 2017, ¿preoperative diagnosis: fractured, thrombosed, and extruded inferior vena cava filter. Technique: a longitudinal vena cavotomy was performed. The filter was noted to be ingrown into the wall of the vena cava itself and had to be sharply dissected out and there was noted to be significant fracture of multiple tines. We removed all tines that were visible within the field. In addition, a thrombectomy of the vena cava was performed through the cavotomy. A bovine pericardial patch was brought to the field and used to close the vena cavotomy with a standard running suture technique. Specimens: ivg filter with vena caval thrombectomy. Original: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2010 at (B)(6) by implanting physician (B)(6)".

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the left common femoral vein due to multiple dvt¿s. Patient is alleging vena cava perforation, fracture and ¿other¿ perforation. The patient further alleges ¿he suffered from extreme anxiety¿ as well as limited activity.

Manufacturer narrative:
F10) device code: appropriate term/code not available (3191) selected for perforation.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.